Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer states her husband's seat is wore out and tearing where the screws connect it to the frame.